Event description:
It was reported that an unspecified number of bd vacutainer® 9nc 0.129m plus blood collection tubes experienced stopper creep out or loose closure during use. The following information was provided by the customer: during a venipuncture with a needle on a holdex body or a winged set (the 3 products from greiner), it has been observed that the cap of the coagulation tubes from two different batchs are removed easier than normally creating possible risk of blood contamination by blood contact during the blood test.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and video were evaluated and the customer's indicated failure mode for stopper pop-off with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to stopper pop-off as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retention samples as well as the customer video, the customer¿s indicated failure mode for stopper pop-off with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8187671. Medical device expiration date: 2020-01-31. Device manufacture date: 2018-07-06. Medical device lot #: 8276669. Medical device expiration date: 2020-04-30. Device manufacture date: 2018-10-03.

Event description:
It was reported that an unspecified number of bd vacutainer® 9nc 0.129m plus blood collection tubes experienced stopper creep out or loose closure during use. The following information was provided by the customer: during a venipuncture with a needle on a holdex body or a winged set (the 3 products from greiner), it has been observed that the cap of the coagulation tubes from two different batches are removed easier than normally creating possible risk of blood contamination by blood contact during the blood test.